Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One screw was returned for investigation. Visual inspection of the as returned product identified that the screw is fractured (addressed under (B)(4)). No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. The loosening event cannot be verified. A root cause cannot be determined. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up." H2: checked follow-up type. H3: changed "no" to "yes." H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient age not provided/unknown. Patient's weight not provided/unknown. Event date not provided/unknown. Device lot number not provided/unknown.

Event description:
It was reported that the abutment screw loosened.